Event description:
Subsequent to the previously filed medwatch report, additional information was received stating that the patient presented with angina.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, concentric, narrow, proximal circumflex artery, after predilatation with a 2.0mm x 12 mm voyager balloon catheter the 2.75 mm x 28 mm xience v stent was deployed and a dissection was noted at the distal edge of the stent. A 2.5 mm x 15 mm xience v stent was used to cover the dissection without incident. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. The patient was discharged 3 days post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse patient event as listed in the xience v instructions for use and states that implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A cine was received, which suggests that a distal stent edge dissection occurred after deployment. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.